Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have been hospitalized on (B)(6) 2014 with blood glucose of over 600 mg/dl. Customer was hospitalized due to high blood glucose and dehydration. Customer was throwing up a lot and had diarrhea and was very dehydrated. Customer was treated with manual injection and anti-biotics due to an infection. Customer was wearing insulin pump when hospitalized, but was taken off of pump. Customer was advised that insulin pump would be replaced due to not being able to remove battery cap. No further information provided.